Event description:
It was reported that the external pulse generator (epg) had ventricular connector damage. The epg was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had ventricular connector damage. It was noted that the main printed circuit board (pcb), two knobs, the lower case and one main pcb screw were contaminated. The encoder stem was contaminated but functional. The upper case is broken. The main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.